Manufacturer narrative:
Device history (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event, and the novasure system.

Event description:
User facility reported a patient had a brief period of bradycardia at the completion of a novasure endometrial ablation. During follow-up on 06/25/2009, it was reported a post ablation hysteroscopy was done and "everything was fine". During follow-up on 07/15/2009, the physician reported the patient had general anesthesia and a novasure procedure. The patient was doing well until the ablation was completed. The physician reported she encountered some resistance during retraction of the array, at which time the anesthesiologist reported bradycardia (heart rate unknown). With medical treatment (name of medication unknown) the bradycardia quickly resolved. Following stabilization of the patient the device was easily removed. The physician reported she does not believe the bradycardia was related to the novasure procedure. Additionally, she reported the patient has been seen on follow-up and is "fine".